Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error message was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services confirmed the battery was depleting prematurely. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that a premature battery depletion error message was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services confirmed the battery was depleting prematurely. Device replacement was recommended. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.